Event description:
The contact stated the customer tested his blood glucose using the contour meter and received a reading of 250 mg/dl. He retested immediately using a liberty medisense meter and received a reading of 116 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. Troubleshooting showed the system to be operating as designed, so no product will be returned for eval.